Event description:
It was reported that the pump intermittently shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Reportedly, customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Manual insulin injections were used to address bg. Additionally, it was reported that the pump battery was intermittently depleting quickly. In addition, it was reported that the customer experienced ongoing low blood glucose (bg) levels. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Reportedly, the customer "overdosed" insulin and over corrected with insulin. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.